Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of tibial insert prosthesis wear. Potential causes of polyethylene wear include high contact stresses during knee flexion, excessive posterior slope resulting in excessive posterior contact, inclusion of the polyethylene insert in the packaging recall and being packaged for more than five years prior to implantation, patient-related factors, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 02-010-03-0225 - logic cr femoral cem, left sz 2.5; serial number: (B)(6), 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t; serial number: (B)(6), 200-02-29 three peg patella 29mm; serial number: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced stiffness, pain, and dissatisfaction with their knee replacement. As a result, approximately 6 years, 10 months post-surgery, the patient underwent a revision to replace the tibial polyethylene and patellar implants. It was discovered during the revision procedure that the polyethylene tibial insert was broken in pieces that were removed from the posterior aspect of the knee. All of the pieces were removed from the patient. There was no surgical prolongation as a result. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 1 of 2 for this event/patient.